Event description:
The reporter contacted animas on (B)(6) 2012, stating that the pump was off when the patient went to deliver a bolus. The reporter confirmed trying a different battery and the pump would not turn on. The reporter confirmed no damage to the pump or battery cap and confirmed that the cap was secure with no yellow o-ring showing. This report is made based on the allegation of a pump power issue.

Manufacturer narrative:
(B)(4): the black box showed evidence of power loss. There was no damage observed to the battery cap or battery compartment. The returned battery cap was able to fully tighten with no yellow o-ring showing. The pump was exercised for 24 hours on a one unit per hour basal rate with no power loss or rebooting duplicated. The battery cap contact height and width were within specifications. There was no evidence of moisture found in the pump. Evaluation revealed that the keypad was torn at the ok key. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The ok key was found to be stuck and scrolled without user intervention. There was no evidence of contamination ok key contact was found to be inverted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.